Event description:
It was reported that the patient experienced peritonitis, manifested by weakness, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event and other unrelated health issues. The patient was in a nursing home prior to the hospitalization. The patient was reported to be recovering from the peritonitis. During the follow up, it was reported that the patient was placed into comfort care and they were also reported to be non-compliant with the pd therapy. The patient had discontinued their pd therapy by choice because they were not improving. Approximately one week later, the patient had passed away. The nurse stated that the cause of death was uremia and withdrawal from the pd therapy. The nurse believed that the peritonitis might have been resolved prior to death. Additional information was requested, but was not available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd895540 and gd895276 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted. Same patient/event as (B)(4).

Manufacturer narrative:
(B)(4): the device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. If there is any additional relevant information from that review, a supplemental medwatch will be filed.